Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The system controller log file appeared to show the system operating as intended.the heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 76 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. On (B)(6) 2018, it was reported that the patient's lactate dehydrogenase (ldh) level had increased to the 600 u/l range. There was concern for pump thrombosis and bivalirudin was started. No further information was provided at the time of this report.